Event description:
The pin at the connection would not engage. The rn was not sure if the pt had clamped prior. As a result of this event, this pt was treated intraperitoneally with antibiotics. The pt forced the connection to fit. There is no report of pt injury. There is no sample available.